Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up visit, this device had some variation in estimated longevity. The physician attempted to interrogate the device and the device was unable to be interrogated. No adverse patient effects were reported. Device was explanted.

Event description:
--

Manufacturer narrative:
--